Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number:(B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) became stuck in the injector. Through follow-up, we learned that the cartridge scratched the lens plate, making it unusable. The defect appeared during the preparation phases, and no additional surgical intervention was required. A backup lens was used for the procedure. No additional information was received.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 04-mar-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection was performed on the suspect product. The lens was found cut into 3 pieces and was coated in viscoelastic residue. The lens was cleaned and inspected, and no damage to the lens pieces was observed. The complaint cartridge and handpiece were also inspected under magnification, and no issues were observed. No further evaluation was performed. The complaint issue "stuck in cartridge" and "cosmetic issues" were not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.